Manufacturer narrative:
Per tandem user guide, "if you need to replace your transmitter, you will need to enter the new transmitter ID into your pump". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a failed transmitter error. Reportedly, the transmitter had been in use less than 3 months. No additional patient or event information was available. Reportedly, the customer had not entered in the new transmitter ID into their pump. Customer entered in the correct transmitter ID and was able to start sensor session.